Event description:
Per the clinic, the patient experienced discharge at the abutment site and was prescribed a ten day course of oral antibiotics on (B)(6), 2014. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.